Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their philips information center ix (pic ix) did not alarm after a patients oxygen saturation (spo2) stat dropped to 49. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.